Event description:
It was reported that the customer experienced high blood glucose levels. The blood glucose reading was over 600 mg/dl. The customer reported that the reservoir was empty. The customer's sister stated that the insulin pump was not working, and she was trying not to call 911, but the blood glucose levels were high. She stated that the customer treated with 10 units of insulin via manual injection. The caller had found the customer unresponsive leading up to the complaint. She declined troubleshooting assistance for the high blood glucose and no delivery alarm. The customer's sister stated that the customer had not addressed the issue while living alone, and she did not believe that the insulin pump was malfunctioning. The customer's sister stated that she would monitor the device and call back if needed. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.